Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump had a "charging port issue." Additionally, it was reported that the pump touchscreen timed off unexpectedly during user interaction. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information. Reportedly, the customer reverted to alternate method of insulin therapy.